Event description:
It was reported that the patient was presented at the hospital. The patient's right atrial (ra) lead was observed to be dislodged the day after the implant. The ra lead was re-positioned successfully on (B)(6) 2024 and the patient was in a stable condition.